Event description:
A surgeon reported that after creating the flap with the femtosecond laser system in the patient's left eye (os), the flap was not lifted. The laser procedure on patient was not performed and was rescheduled for another day. The surgeon indicated that he did not try to open the flap because the patient interface seemed to be unused and he already had a similar issue. With the pt's right eye (od). Additional info has been requested but not received to date. This is one of two medical device reports associated being filed for this pt. This report is for the os.

Manufacturer narrative:
The investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).